Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this product was explanted due to infection. The pocket was noted to be swollen, red and warm to the touch. The pt was hospitalized and given intravenous antibiotics.